Manufacturer narrative:
The company rep observed reported failures in the errors log. The company rep replaced the cracked fitting male luer lock (B)(4). The unit was tested to factory spec. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.